Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and was unable to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power upon attempting to monitor a 54 year old female patient. Upon pressing the power button, the green lights would briefly light up and then a red light illuminating the service symbol would follow. There was no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient, however, the customer advised that no further details are available.

Manufacturer narrative:
The customer provided the third party usb data cable to physio-control for an evaluation. Physio confirmed that the third party usb data cable had an intermittent short that caused the device to lose power when the cable was moved or flexed.

Event description:
The customer contacted physio-control to report that their device would not power upon attempting to monitor a (B)(6) female patient. Upon pressing the power button, the green lights would briefly light up and then a red light illuminating the service symbol would follow. There was no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient, however, the customer advised that no further details are available.

Manufacturer narrative:
Section g5 combination product of the initial medwatch report indicates: blank. Section g5 combination product of the initial medwatch report should indicate: no. Section e4 initial report sent to FDA of the initial medwatch report indicates: blank. Section e4 initial report sent to FDA of the initial medwatch report should indicate: no.

Event description:
The customer contacted physio-control to report that their device would not power upon attempting to monitor a 54 year old female patient. Upon pressing the power button, the green lights would briefly light up and then a red light illuminating the service symbol would follow. There was no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient, however, the customer advised that no further details are available.